Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic retrograde cholangiopancreatography (ercp), the doctor attempted to inflate the balloon, but he couldn't. He completed the procedure with another device. During the investigation, omsc found the adhesive on the tube was partially missing. There was no report of patient injury regarding this report.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed air leak from the tube. There were damages on the tube near the leak portion and hole in the air duct. In addition, the adhesive was partially missing. Omsc assumes that adhesive broke due to user handling such as insertion or withdrawal of the subject device into/from the endoscope. In addition, the excessive stress was applied to the tube at the adhesive part and it led to the breakage. This report is being submitted as a medical device report in an abundance of caution.